Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No functional issues related to measurement accuracy were found. As a secondary finding it was determined the keypad is damaged.

Event description:
The customer reported the device provide an error message and inaccurate readings. No patient impact or consequences were reported.